Manufacturer narrative:
Block b3 date approximated. It was reported event date was around january 2024. Additional suspect medical device components involved in the event. Brand name: linear 3-6. Upn: m365sc2366500. Model: sc-2366-50. Serial: (B)(6). Batch: 7076774, 7076756, 7076755, 7076759.

Event description:
It was reported that the patient underwent an explant of their spinal cord stimulation (scs) system due to lack of efficacy. The patient was doing well postoperatively.

Event description:
It was reported that the patient underwent an explant of their spinal cord stimulation (scs) system due to lack of efficacy. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1232, serial: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2366-50, serial: (B)(6). Visual inspection of the returned lead revealed that the lead body has cut marks and one of the cables was severed. This damage is a result of a typical explant procedure, and it is not considered a failure. No other anomalies were identified on the lead. The reported allegation of inadequate stimulation was not confirmed with the testing of the product return. Sc-2366-50, serial: (B)(6). The returned lead passed the impedance test. The reported allegation of inadequate stimulation was not confirmed with the testing of the product return. Sc-2366-50, serial: (B)(6). The returned lead passed the impedance test. The reported allegation of inadequate stimulation was not confirmed with the testing of the product return. Sc-2366-50, serial: (B)(6). The returned lead passed the impedance test. The reported allegation of inadequate stimulation was not confirmed with the testing of the product return. Engineers concluded that the reported allegation of inadequate stimulation was not confirmed with the testing of the product return, however is a known inherent risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use.